Manufacturer narrative:
D10: concomitant products: 2941401- 120-65-35 - bone screw 6.5mm dia x 35mm long. 2001717 -148-36-07 - 12/14 zirconia head 36mm rep by 170-36-07. 3708891 -164-03-13 - element-stem, collared w/ha, std offset, sz 13. 2950495- 180-01-56 - nv crown cup clstr hole 56mm group 3. A643595- 170-36-50 - biolox delta option femoral head 36mm od. A724080 -170-50-07 - biolox delta adapter 16/18-12/14; +7mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 108 months after a left hip replacement procedure, the patient underwent a revision procedure to prosthesis wear. No further issues or complications were reported. No additional information is available.